Manufacturer narrative:
H11 the complained device has been returned at manufacturing site: upon inspection, it was identified that the co2 valve components shall be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report regarding an electronic gas blender that was not giving any output when the case started. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, the electronic gas blender has been replaced with a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.